Event description:
Device malfunction: none. Symptom/ae: hyper perfusion syndrome. Time of symptoms/ae: two hours after the procedure. It was reported that the patient had a three vessel coronary bypass, carotid deobliteration of the left, and carotid occlusion of the right. The patient had residual stenosis after the operation; subtotal of more than 90%. The left ica was stented. The intervention was successful and there were no problems with the device. A few hours after the intervention, the patient experienced hyper perfusion syndrome and died. No additional information was available.

Manufacturer narrative:
The second multi-link rx pixel coronary stent system, part #1005635-18j, lot #5040431, indicated in the event description and d11, is being reported under the same manufacturer report number. Results and conclusion summation: engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.